Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 8 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the reported events, the bag to vent switch was replaced, and to resolve 1 of the reported events, the right membrane switch was replaced. For 4 of the 8 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the 8 reported events, the checkout of the unit was performed by a third party distributor.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced a mechanical problem. 5 events were reported for intermittent malfunction of the bag to vent switch preventing selection of the desired mode of ventilation, 1 unit reported for keyboard malfunction preventing the selection of desired mode of ventilation, 1 unit reported for a malfunction of the bag to vent switch preventing mechanical ventilation, and 1 unit reported for mechanical ventilation not working intermittently. These reports were received from various sources. Of the 8 events, 4 did not involve a patient, and 4 did involve a patient. There was no patient information available.